Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer was using cold insulin to fill the cartridge. Tandem technical support educated the customer that they should use room temperature insulin to fill the cartridge. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.